Event description:
It was reported that a pump alarm occurred while pumping, specifically alarm 20. The customer declined to answer if the issue caused their blood glucose to exceed 500 mg/dl. However, there was a recurrence of the cartridge alarm during troubleshooting. Technical support assisted the customer with loading a new cartridge, but the issue persisted. Consequently, it was decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was also guided on putting the pump into storage mode before returning it and was informed about returning the faulty pump within ten days using a pre-paid label.